Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. The customer addressed the elevated bg and occlusions by changing the cartridge and resuming insulin administration.